Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
The ball tip is broken at the junction with the shaft. The broken has not been retrieved. Near the breakage, the shaft tip is bent laterally. The shaft opposite to the broken shaft for the feeler presents several notches which are consistent with a undefined forceps type holding the feeler. No defect has been identified at the level of the breakage. The breakage of the feelers is consistent with the application of local bending force. Such local bending forces is consistent with the tip of the instrument has been embedded in a solid material-some bone- and bent laterally multiple times until damaging the metal until breakage.

Event description:
It was reported that during a microdiscetomy surgery, the tip of the feeler broke. Although the instrument was used in surgery, no patient complications were reported.